Event description:
It was reported that while servicing, the tools were not locking in the attachment. There was no patient impact reported.

Manufacturer narrative:
H3: product analysis: evaluation couldn't reproduce the reported malfunction of tools not locking in the attachment. However it was noted that the distal bearing was misaligned, laser markings were illegible/faded and the internal tube bearing were found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.